Event description:
It has been reported to philips that the touch screen module (tsm) was not working. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that connection cable to the tsm was broken. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the tsm was not working. Upon functional testing, fse replaced the tsm cable, but the issue was not resolved. Fse replaced the tsm (touch screen module). After replacement of tsm, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.